Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2015. Patient closed all other background applications and while on the phone with dexcom, the smart device displayed data from the transmitter and the system was working fine. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The receiver data log was reviewed on 03/18/2016. The complaint of a loss of connection was confirmed. A root cause could not be determined.